Event description:
The device was used during a sacrafpirous colvapexy procedure. Reportedly, the needle detached. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.